Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the intended use section of the mitraclip system, instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted. During deployment of the second clip, there was difficulty detaching the clip from the clip delivery system (cds). Troubleshooting attempts were done by rotating the actuator knob counter clockwise two times and repositioning the stabilizer more perpendicular to the clip. The clip was successfully deployed reducing the tr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.